Manufacturer narrative:
Device evaluation: visual and tactile inspections were performed on the device and a completely kinked/accordioned area was found at 68 cm of the usable length. Evident traces of blood were found on the device and balloon. The balloon was found partially folded. The guide wire lumen was flushed and it was possible to insert the 0,035¿¿ guide wire without any resistance. The purging procedure was performed with no issues. The balloon was inflated without difficulties. No further issues found.

Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use an in.pact admiral drug eluting pta balloon catheter. The device was inspected prior to use and no problems were identified. The patient was being treated for stenosis of the right common femoral artery. The lesion was described as not very tortuous with moderate calcification and 75% stenosis. There was no problem advancing a non -medtronic catheter to -pre dilate the lesion. The in.pact admiral was unable to advance and cross the lesion and the shaft became damaged. The physician was able to advance a sheath over the aortic bifurcation only a few centimeters before it got hung up, this was the same area that the in.pact admiral would not pass even though the non -medtronic catheter did. The physician commented that he did not use a lot of force but was making a good effort to get the balloon past the common iliac area where it was hanging up. The shaft where he was pushing the catheter had an accordion appearance and at that point the decision was made to stop. The physician chose to accept the results of that angioplasty. No patient injury or clinical sequelae reported for this event.